Manufacturer narrative:
(B)(4). The ventilator was returned for investigation. The service engineer evaluated the device and could not verify the reported complaint. The device was tested and no failures were observed. The device passed all testing. The reported malfunction could not be duplicated. The single board computer printed circuit board was replaced as a precaution.

Event description:
It was reported that during patient use a ventilators screen was frozen or blank. Additional information was requested but no response was received.